Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported was likely due to the reported pain and swelling caused by prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene damage include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-03-0215 - logic cr femoral cem, left sz 1.5. (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6), 200-02-26 - three peg patella 26mm.

Event description:
It was reported that a 77 yo female patient, initial left tka in (B)(6) 2017, underwent a revision procedure in (B)(6) 2024, approximately 7 years 3 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient had a recalled poly implant. Upon examination, the patient was scheduled for a revision tka possible poly swap vs. Full revision. The patient underwent a tibial poly implant swap. The polyethylene implant was in pieces posteriorly and when removed several delaminated pieces needed to be removed from the joint. No parts or pieces fell into the wound site and all pieces were removed. There was extensive synovitis within the joint from the poly wear. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. They were discarded at the hospital. Device images were provided. No further information.